Event description:
Customer alleged, "pt got up on his knees and moved to center of bed's surface. The pt then leaned on the left intermediate siderail, the rail lowered and the pt fell to the floor. The pt struck the right side of his forehead on the floor which caused a bruise." Pt was given CT scan of head and blood thinner given for the precautionary measures. No other info or injury was reported.

Manufacturer narrative:
The hill-rom tech inspected the bed and found the left intermediate siderail latching properly, no problems found with the siderail. Bed is working as designed.